Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/25/2014 with the following findings: evaluation revealed the keypad cover is torn at down button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All keypad buttons respond normally. Evaluation revealed that there was contamination found under the buttons. The display is dim/fading/reddish. The battery compartment is cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that there was contamination under buttons, the display is dim/fading/reddish and the battery compartment is cracked. This report is made based on results of investigation completed on 11/25/2014.